Manufacturer narrative:
(B)(4). The reported lot was manufactured from 22apr2015 through 29apr2015. A sample was returned and an evaluation was performed to investigate the reported issue of inadequate iodine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and iodine was found to be present on the sponge of the returned minicap. Upon conclusion of the investigation, the reported issue was not verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a minicap sponge that appeared to be whiter in color. This occurred before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report three of six.